Event description:
The customer states that smoke was observed coming from the power supply unit (psu) of the architect c8000 analyzer. There was no report of impact to patient results or patient management. No injuries or damage to the surrounding environment were reported related to this issue.

Manufacturer narrative:
(B)(4). The customer reported visible smoke coming from the system control center (scc) central processing unit (cpu), but no sparks or fire, and no injuries. The customer unplugged the cpu. The fsr replaced the power supply for the scc cpu and verified that the instrument was operational. The customer's complaint history does not include a recurrence of the issue. The suspect power supply unit was not returned for examination due to it being discarded by the customer; therefore, no identification can be made as to the exact cause of the event. A review of documentation did not identify a product issue or an adverse trend related to the issue in this complaint. The architect system operations manual provides adequate instructions regarding electrical hazards and an emergency shutdown procedure. The c8000 is certified to the appropriate us, (B)(6) and international safety standards to ensure that the design provides adequate protection against spread of fire from the equipment. Based on the complaint documentation the scc did not violate the main objectives of the standards for safety. Based on the investigation findings, a specific cause was not identified and there is no indication of a deficiency of the architect c8000 system.